Event description:
It was reported that the patient experienced a surging sensation from their implantable neurostimulator (ins). The patient had no falls (or near falls) prior to the surging issue. Impedance testing showed high values (>10,000 ohms) on all electrodes #0-7 except for #4, 5, and 6. The patient was reprogrammed and, as a result, the stimulation was able to capture to their satisfaction with no reports of surging. It was reported that no further actions were needed and the patient status at the time of report was noted as "alive - no injury". Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient stated when he met with someone a long time ago and they reprogrammed him, they said his leads were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the surging, high impedance and damaged leads could be determined. There was no fall or near fall. Damaged leads were not resolved, patient still doing well without using the bad electrodes as far as the rep knows. The information was confirmed with the physician/ account. No patient symptoms or complications were reported in this event.